Event description:
Line placed 4/2/2001. In the next month, a blood sample was taken without difficulty. When post flushing with saline it was noticed to ooze from the exit site. Line was removed and a split was found in the portion of catheter that was lying in the subcutaneous tunnel.